Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the pt underwent a procedure using five components of gore excluder aaa endoprosthesis to treat the abdominal aortic aneurysm. As a proximal type I endoleak was confirmed by an angiogram during the procedure, a physician implanted the large palmaz stent in the proximal side. The endoleak was resolved and the procedure was closed. The pt tolerated the procedure. On (B)(6) 2008, a type ii endoleak was confirmed with the 6 month f/u CT scan. It was reported that there was no aneurysm enlargement and the physician decided to monitor the pt. On (B)(6) 2008, persisting type ii endoleak was confirmed with the 1 yr f/u CT scan. The physician decided to monitor the pt. On (B)(6) 2010, the physician performed the embolization with the liquid embolic agent to repair the persistent type ii endoleak. It was reported that the endoleak was from lumbar artery. The endoleak was resolved and the pt tolerated the procedure.